Event description:
This case was initially received via (B)(6) (B)(4) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstruation bledding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bariatric surgery. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("significant chronic fatigue"), depression ("significant depression"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia-like tendinous diffuse muscular pain in the body"), headache ("headaches") and weight increased ("uncontrollable intake of weight"). On an unknown date, the patient experienced amnesia ("loss of memory"), disturbance in attention ("loss of concentration") and cognitive disorder ("loss of cognitive function"). The patient was treated with antidepressants. The patient was waiting for gynecological surgery: hysterectomy. At the time of the report, the menorrhagia, fatigue, depression, adenomyosis, endometriosis, fibromyalgia, headache, weight increased, amnesia, disturbance in attention and cognitive disorder outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, cognitive disorder, depression, disturbance in attention, endometriosis, fatigue, fibromyalgia, headache, menorrhagia and weight increased with essure. The reporter commented: current state of the patient: intake of anti depressive drugs and somniferous. Professional regression despite a fighting spirit. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: menorrhagia -analysis in the global safety database revealed 472 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.